Event description:
The report received from the (B)(6) study indicated that a patient underwent revascularization of the mlad approximately 25 months post index procedure. At the time of index procedure, angiography revealed two vessels diseased. The indication for the procedure was +ve functional study for ischemia. The first lesion was in the mlad described as 20mm in length, class b2, and de novo with 80% stenosis. As planned, the lesion was pre-dilated with a 2.5x15mm balloon at 15 atm and a 3x18mm cypher rx was implanted at 16atm. Consequently a second 3.5x13mm cypher rx was deployed overlapping distal to the initial stent in order to fully cover the lesion. The second lesion was in the lmca described as 6mm in length, class b1, and de novo with 90% stenosis that was treated with a 3.5x13mm cypher rx at 20atm. The post-dilation was conducted with a 4x12mm balloon at 18atm due to the stent did not fully expanded. There were no complications reported. Approximately 25 months later, the patient presented with a chest pain and underwent revasc of the mlad. The event resolved without sequelae. According to the investigator, event was not related to the index procedure or study drug; but probably related to the study stent.

Manufacturer narrative:
Concomitant medications included aspirin, bivalirudin, imdur, lasix, lisinopril, magnesium oxide, metformin, metoprolol, niacin, norvasc, omeprazole, and plavix. Complaint conclusion: the report received from the cypress study indicated that a patient underwent revascularization of the target lesion mid lad approximately 25 months post index procedure. This is a (B)(6) female with medical history including hyperlipidemia, hypertension, family history of coronary artery disease, previous CABG ((B)(6) 2003), diabetes mellitus and allergies (acetaminophen and hydrocodone). At the time of index procedure, the angiography revealed two vessels diseased. The indication for the procedure was positive functional study for ischemia. The first lesion was in the mid lad described as 20mm in length, class b2, and de novo with 80% stenosis. As planned, the lesion was pre-dilated with a 2.5x15mm balloon at 15 atm and a 3x18mm cypher rx was implanted at 16atm. Consequently a second 3.5x13mm cypher rx was deployed overlapping distal to the initial stent in order to fully cover the lesion. The second lesion was in the lmca described as 6mm in length, class b1, and de novo with 90% stenosis that was treated with a 3.5x13mm cypher rx at 20atm. The post-dilation was conducted with a 4x12mm balloon at 18atm due to the stent did not fully expanded. There were no complications reported associated with index procedure or study stents. The patient was discharged a day later. Approximately 25 months later, the patient presented with a chest pain and underwent revascularization of the target lesion mid lad. The event resolved without sequelae. According to the investigator, the event was not related to the index procedure or study drug; but probably related to the study stent. The study stents remain implanted thus not available for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15088659 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. In-stent restenosis is a well-known potential complication for this type of procedure and is listed in the IFU. In the literature, in-stent stenosis rates range from 11% to 39% from 6 to 12 months after stent placement. Rates were higher in older patients with more severe atherosclerosis and depended on the type of stenosis treated. In-stent stenosis was more prevalent in ostial stent placement procedures. Stenoses in stents are usually treated with intrastent pta or placement of a second stent. Progression of atherosclerotic disease is known to cause instent restenosis and does not indicate a device failure. Intra-arterial stent placement is a treatment of the disease process and it not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. (B)(4). There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. There are patient and lesion characteristics that may have contributed to the reported event, specifically the risk factors for atherosclerotic disease; i.e. Hypertension and diabetes. This is one of two products involved with this adverse event in which associated manufacturer report numbers are 3003742446-2012-00548 and 3003742446-2012-00549.